Event description:
Device returned for analysis with report of "2003 - removed pump - pt symptoms abdominal pain nausea, vomiting and diarrhea." Pt had same symptoms with pump removed 4 months ago. Follow up with hcp revealed pt did well with pump for 3 years. Then pt developed pain at site of belly button - not over pump site. Various tests, x-rays and scans were done - all negative for any pathology. Pump removed 2003 and abdominal symptoms disappeared but back pain gradually returned. A new pump was implanted, with good relief of back pain and the same set of belly symptoms developed - unable to determine cause and pump was explanted 3 months later. Pt symptoms resolving again. Hcp does not know cause of the pt's discomfort - could not rule out either drug or device as cause of symptoms.